Event description:
A report was received that a patient was experiencing pain while charging and difficulty charging the ipg. The patient had previously lost weight, and the ipg was shallow. The physician has recommended a pocket revision procedure to move the ipg deeper. However, no further action will be taken at this time.